Event description:
This was a lead extraction case to remove three leads due to cied system infection with vegetation on the leads. Each lead was prepped with an lld. A 16f glidelight laser catheter was used to successfully extract the rv ICD lead (mdt 6947 sprint quattro, impl 62 months). Lasing then began on the second rv ICD lead (mdt 6947 sprint quattro, impl 142 months). The patient's blood pressure dropped when lasing in the area of the mid-svc. A sternotomy was performed and a tear in the svc was treated. The third lead (ra pacing, mdt 5076 capsure fix, impl 62 months) was extracted manually during the sternotomy. The patient survived the intervention.